Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to insert the guide wire and lumen too small could not be confirmed as the returned device was backloaded on a proxy 0.036 inch guide wire with no resistance noted. A conclusive cause for the reported difficult to insert and lumen too small could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: medtronic 0.035 j-tip fixed guide wire, 6 f sheath, heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, a lot of resistance was felt when advancing the proglide device over a non-abbott 0.035 "j" tip guide wire. It felt like "the inner lumen was too small" on the proglide device. The proglide device was ultimately advanced to the artery and hemostasis was achieved with the proglide suture. There were no reported adverse patient effect. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.